Event description:
The customer reported troponin I quality control (qc) was out of range involving the unicel dxc 600i synchron access clinical system. The customer replaced the aspirate probes and performed system check. Patient results were not impacted and there was no delay of results as the customer analyzed patient samples on an alternate access 2 system. There was no patient impact associated with this event. The customer performed system troubleshooting with beckman coulter customer technical support but was unsuccessful. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered worn peristaltic pump tubing as the cause of the system check failure. The fse replaced the peristaltic pump tubing and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the peristaltic pump tubing is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. Beckman coulter internal identifier for this report is (B)(4).